Event description:
2 fr vygon single lumen PICC line inserted (B)(6) 2024. 2nd dressing change done on (B)(6) 2024. Leaking noted after dressing change at proximal portion of catheter closest to "wings". Line then removed.